Manufacturer narrative:
Date of event: exact date unknown, event occurred last summer of 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc2218500, model: sc-8216-50, serial: (B)(4), batch: 14231592.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg and lead replacement procedure and the patient was doing well postoperatively. The explanted device components were not returned as they were discarded by the hospital.